Event description:
Allegedly revised due to patient reaction.

Manufacturer narrative:
Device #2:investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. No medwatch 3500a has been received from the user facility. This report will be updated when the investigation is completed. This is the same event as 1043534-2012-00116, 00118.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint reviewed. Device history record reviewed. Package insert reviewed. Product not returned.